Event description:
"It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) device exhibited red alert due to high out of range impedance measurements, measuring greater than 126 ohms on the right ventricular (rv) channel. Upon further review, the impedance measurements were greater than 145 ohms. The plan is to continue monitoring. The device and this rv lead remains in service. No adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).